Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# npa449379n implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for spinal pain indications. It was reported that the patient's received a new communicator and they had it charged and they were trying to pair it, but it won't seem to pair. Patient representative also encounter service code 156. Agent had the patient reset the handset and still encountered a not found message. They kept getting 'no device response' and 'not found.' Patient reset the communicator as well and made sure bluetooth and location were on. Patient representative attempted to pair again and stated that they are stuck at 90%. Agent assisted patient to clear data. Patient and patient representative were able to successfully pair and deliver a bolus. Patient and patient representative attempted to pair the device again on saturday. Patient and patient representative confirmed that device was now working as intended.